Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic low anterior resection, scissoring occurred when the third clip was fed into the jaws. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p9330x. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the (B)(4) was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 6 clip as intended, then the device locked out as intended but the orange indicator did not show up; this finding is not related with the incident reported. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the reported incidents. The batch/lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.